Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they experienced large amounts of blood coming from the harvesting cannula and into the co2 line. Pt cvp was 12 and the co2 setting was 12mmhg and 5 l/min flow .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they experienced large amounts of blood coming from the harvesting cannula and into the co2 line. Pt cvp was 12 and the co2 setting was 12mmhg and 5 l/min flow .

Manufacturer narrative:
(B)(6)/ the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of heavy blood was observed on the harvesting tool as well as on the cannula. Blood was also visible on the c-ring. The c-ring was observed to be intact, no visual defects were observed. No defects were observed. A mechanical investigation was conducted. A 5cc syringe, filled with saline was attached to the blue scope washer connector and squeezed the syringe to spray the saline. The saline went through the c-ring. No leaks or holes were observed during this process. The same process was repeated with the co2 line. A 5cc syringe, filled with saline was attached to the co2 line and squeezed the syringe to spray the saline. There was no backflow observed in the co2 . No leaks or holes were observed during this entire process.based on the condition of the device, the reported failure "leak" is not confirmed.